Event description:
It was reported that the right ventricular (rv) lead had high impedance and high threshold. The lead was capped and was replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2007; addr01, implantable pacing lead, (B)(6) 2007. (B)(4).